Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 system was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed that the pump display module was unresponsive. The defective touch screen was replaced and the pump was functionally tested without further issues. Fluid ingress was identified on the replaced touch screen, which lead to electrical failure due to the oxidation of the contacts. The replaced touch screen was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue for which a CAPA ((B)(4)) has already been implemented. Evaluated on site by livanova technician.

Event description:
Sorin group (B)(4) received this report that the touch screen of the s5 system was unresponsive during set up. There was no patient involvement.